Event description:
Reporter stated the left side frame broke during normal use at the top where the back part of the cross brace attaches. No injuries reported.

Manufacturer narrative:
Product was evaluated and confirmed the tube fractured at the bolt hole where the insert ends. This is the weakest point of the tube, and under the right conditions this failure can occur. A CAPA and harm are being conducted at this time.